Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the handle of the device was stuck and the jaws would not open. The issue occurred after initial activation.

Manufacturer narrative:
Medtronic reference #: (B)(4). Date of initial report: (B)(6) 2017. Date of follow-up report: 02/14/2017. One (B)(4) was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device was received open and unlatched. The jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries potentially pertinent to the customer's report were noted.